Event description:
During preparation for surgery it was discovered that the device available was incorrect and would not fit the patient. When it was discovered the procedure had not yet been initiated and the patient had not been administered anesthesia. Surgery was caoncelled and postponed to later date.